Event description:
It was reported that lead dislodgement was observed on the ra lead. Patient had a new device system implanted in (B)(6) 2017 and it is unsure when the lead dislodgment was observed. During the lead revision procedure, nicks on the insulation were observed due to possible sutures from previous surgery. It was recommended to explant the lead instead of repositioning the lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.